Event description:
Caller reported damage to tandem charging cable. There was no reported impact to the customer¿s blood glucose level. Damaged charging supplies were replaced by cts via 2-day shipping.